Event description:
The site reported the following: a patient with a moderately tortuous and calcified mid superficial femoral to popliteal artery presented to the hospital for an atherectomy procedure. The physician used a jetstream atherectomy set to set to treat the occluded vessel. After the first pass, the physician attempted to retract the catheter but as unable to do so as the catheter became stuck on the miracle bros guide wire and would not move. The physician decided to remove the catheter and guide wire as a unit. Visual examination determined that the guide wire had fractured. Additional imaging confirmed that a piece of the guide wire remained in the vessel at the level of the popliteal artery. The physician then deployed a stent, pressing the retained piece of wire up against the vessel wall. The patient outcome was positive and there was no further treatment required.

Manufacturer narrative:
Quality assurance product analysis reviewed the information that was provided by the site and is awaiting the return of the product. Based on the limited information, we are unable to determine the root cause of the alleged broken wire. In the event additional information is obtained, a follow-up report will be submitted.